Manufacturer narrative:
On 04/03/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative reported that, while in a cranial biopsy procedure, their navigation system experienced an unexpected exit after registration as they went to navigate. In trouble-shooting, the site re-booted their navigation system and normal function was restored. There were no further issues, issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.